Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset due to off label use on a magnetic resonance imaging test on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: correction report needed for g2 for distributor needing to be selected and h3 and h5 left blank in error.

Manufacturer narrative:
Correction: to h8 should have been selected.